Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant while the physician was attaching the extensions to the implanted leads, he noticed that the tension/torque on the screwdrivers varied in each kit. Refer to MFR report # 6000153201105833.